Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of the mid shaft found it to be detached approximately 55mm proximal from the distal tip, confirming the reported event. The shaft was also noted to be stretched and multiple inner shaft kinks were also noted. A visual examination of the balloon identified a circumferential tear located 4mm proximal from the distal tip. From the circumferential tear, a longitudinal tear was noted that extended for approximately 8mm in a proximal direction. The balloon was also noted to be pulled in a distal direction. One of the markerbands was noted to be detached and was not returned with the device. There were no issues noted with the tip of the device.

Event description:
It was reported that the distal tip detached and was removed by snare. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified vein of the left upper limb. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, as it was a long lesion, inflation was performed seven times to cover all the lesion. At the end of the procedure, the entire balloon was attempted to be removed from the sheath, however, was caught on the tip part of the sheath. When the device was attempted to be removed by pulling force, the distal tip stretched and a fragment separated and remained in the body. Subsequently, the device fragments were removed using a snare. No further patient complications were reported.

Event description:
It was reported that the distal tip detached and was removed by snare. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified vein of the left upper limb. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, as it was a long lesion, inflation was performed seven times to cover all the lesion. At the end of the procedure, the entire balloon was attempted to be removed from the sheath, however, was caught on the tip part of the sheath. When the device was attempted to be removed by pulling force, the distal tip stretched and a fragment separated and remained in the body. Subsequently, the device fragments were removed using a snare. No further patient complications were reported.